Event description:
It was reported that the device had all three icons (service wrench, charge pak and attention) illuminated in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The customer received a replacement device.